Event description:
It was reported that the patient's vns was no longer functioning, no additional details were provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.